Manufacturer narrative:
No information specific to boston scientific lead model and serial number were received from the journal author post a follow-up request. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via their journal article review process, regarding an evaluation of the safety and efficacy of non-laser transvenous lead extraction methods. 522 leads were extracted from 288 patients over a ten year study period. Extractions were divided into three groups, depending on the products used in the extraction. The most common reason for lead extraction was infection, followed by lead dysfunction. Fifty three of the extracted leads were boston scientific products, including two fineline ii sterox leads which could not be completely extracted. One patient experienced subacute pericardial tamponade. Two patients required transfusions for blood loss occurring from the access veins during the procedure. One patient suffered a non-fatal esophageal perforation from a transesophageal echocardiogram performed at the time of the extraction.